Event description:
Per the clinic, the patient experienced redness and thinning around the implant site. Subsequently, the patient was prescribed oral antibiotics on (B)(6), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.